Event description:
The patient was included in a clinical study foru (4) months after the index procedure during the follow-up period, coronary angiography demonstrated a 64% focal restenotic lesion in a previously implanted cypher stent. The lesion was noted to be in the proximal end of the in-segment area of the stent implanted in the mid right coronary artery (rca) target lesion. The restenosis was treated by ptca. The lesion was pre-dilated with a 2.5/20mm balloon at 8 atm for 30 sec. An additional cypher stent was implanted at 14 atm for 30 sec in overlapping fashion. The stent was not post-dilated. The residual stenosis was reported to be 6%. The patient was reported to be in stable condition. The physician's comment regarding the event was that this event could have happened with any bare metal stent (bms), so there was nothing unusual with regard to the cypher stent. The index procedure was an elective case. A femoral approach was chosen for the procedure. The target lesion was the mid rca (lesion#1-1). The lesion was reported to be; de novo, concentric, discrete, slightly calcified, not tortuous, 12.2 mm in length, vessel diameter of 2.79mm, a 61% stenosis , and type b2. The lesion was pre-dilated with a 2.0/20mm balloon at 16 atm with an unknown inflation time. A cypher 3.0/18mm stent was deployed at 16 atm for 16-30 sec. The stent was not post-dilated. Ivus was done. The residual stenosis was 13.9 %. The flow pre and post-procedure was timi 3.an additional lesion was treated during the index procedure (lesion #1-2). The target lesion was the distal rca. The lesion was reported to be: de novo, concentric, slightly calcified, and a 48.8% stenosis. The lesion was pre-dilated with a 2.0/20mm balloon at 16 atm with an unknown inflation time. An additional cypher 3.0/18mm was deployed at 14 atm for 31-60 sec. The two (2) stents were not overlapping. The stent was not post-dilated. The residual stenosis was 7.2%. The flow pre and post-procedure was timi 3.three (3) months after the index procedure, an exercisse stress test with perfusion imaging was conducting and silent ischemia was observed in the inferior and posterior wall segments. The patient was not symptomatic. Coronary angiography was not done at this time.